Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient passed away on 07/21/2015, and was not wearing the lifevest at the time of death. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 03/28/2014 - reuse. Electrode belt (B)(4): 10/25/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated one times on (B)(6) 2015 at 17:41:54. Multiple counting of tall t-waves contributed to the false detection. A review of the downloaded data indicates that the response buttons were not pressed during the event. The patient reportedly passed away on (B)(6) 2015. A review of the patient's downloaded flag file indicates that the patient was not wearing the device at the time of death. The patient did not wear the device past (B)(6) 2015.